Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up-report will be submitted once the investigation has been completed. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that device turned off during patient use and ventilation stopped. There was no reported patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the device and a review of the logs. The reported complaint could not be duplicated. This case has been reevaluated as not a reportable malfunction based on the engineering review. The failure occurred on the display unit, which subsequently dropped communication with the other subsystems, as indicated in the logs with the various "com" errors. The ventilator control board would continue running ventilation in the background.